Event description:
Event description reported: ventilator ceased to function, alarmed, displayed "disconnect/sense", settings changed spontaneously. Pt was manually ventilated while setting were re-entered on ventilator. Unit would not power on. Pt was placed on back-up vent and unit was exchanged. Event occurred in pt's home. No pt harm reported.